Event description:
A patient reports undergoing cataract surgery with implantation of the crystalens. Postoperatively, the patient experienced flashes and glare, which impacted driving ability. The patient also reports eye pain and poor near and distance vision. The patient had subsequent lasik surgery. No additional information was available and no device identifier was provided.